Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. Correction: a1 - patient identifier was completed, as it was mistakenly omitted in previous reporting.

Event description:
Additional reporting was received that surgery occurred to explant and replace the ipg, which resolved the issue. The issue was determined to be true eri at time of the initial report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered. It is unknown if eri triggered prematurely.